Event description:
Discordant, falsely elevated sodium, potassium, and chloride results were obtained on two patient samples on the dimension xpand plus with hm instrument. The discordant results were not reported to the physician(s). The samples were rerun, and the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium, potassium, and chloride results.

Manufacturer narrative:
The customer called the siemens technical solutions center (tsc). After reviewing the instrument data with the customer, the tsc specialist advised the customer to check the integrated multisensor technology (imt) diluent syringe. The customer discovered a small crack in the syringe, which was leaking. The tsc specialist instructed the customer to replace the imt diluent syringe, which the customer did. The customer then ran quality controls, which were within range. The patient samples were rerun and resulted as expected. The cause of the discordant, falsely elevated sodium, chloride, and potassium results was the cracked imt diluent syringe. The instrument is performing according to specifications. No further evaluation of the device is required.